Manufacturer narrative:
A customer technical support (cts) specialist assisted the customer troubleshoot the instrument over the phone. Upon further troubleshooting the customer found build up in the ise drain tube. The customer replaced the ise drain tubing which resolved the issue. The customer did not call back to report further reoccurrence of issue after replacing the tubing. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter email: (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported on 19-april-2024, the dxc 700 au clinical chemistry analyzer generated three (3) false low ion selective electrolyte (ise) patient results for sodium (na), chloride (cl), and potassium (k), involving the dxc 700 au clinical chemistry analyzer. The customer stated that the instrument also generated sample transfer motion error messages at the time of the event. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided verbal example for one (1) patient.